Event description:
The surgeon implanted a model aa4203tl intraocular lens but noted the lens was damaged as it was being delivered into the patient's eye. The lens was removed without injury. It is unk what caused the damage to the lens.